Event description:
Using a dexcom g7 receiver and kept getting a no signal loss error on the receiver. Contacted dexcom four times. Kept getting told it maybe the receiver or sensor. So replaced the sensor and again no warmup of the device and no signal error. Then the session was stopped on the device. Contacted dexcom again via chat and the person the other end could not get it into their brain that the session was stopped, the device was removed since you cannot restart a sensor. Kept getting asked the same question over and over still they did not get it. Asked for a supervisor to call me but nothing. Wasted several sensors while trying to get readings. While the error was happening, I have several lows of under 50 which could have killed me and dexcom does not care. There is no clear way to get receiver to turn on and off and to restart in their instructions and then found out from several other diabetic that this is a common problem for the g7 to lose the bluetooth signal on both the receiver and phones. Plus, live chat wait times are over 30 minutes on average. I guess someone has to die before dexcom makes things right with the consumers. Serial number: (B)(6). Reference report: mw5153467.